Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails. Unit passed displacement test, active current measurement, and self test. Unit received with unexpected battery power loss shown in power graph and had high sleep current, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had change the battery every four days and most time every toe to three days. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.